Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of lightheadedness. As a result, sudden bradycardia response was programmed on. Afterwards, the patient experienced chest pain and the heart was racing. The patient has been checked multiple times as syncope was experienced. The patient could feel aai pacing, ddd pacing made the patient cough. All measurements were appropriate. However, the output was updated and symptoms slightly improved. However, the patient then felt bubbles in upper chest and discomfort. Boston scientific technical services (ts) indicated the programming options had been exhausted and recommended other medical care. No additional adverse patient effects were reported.